Event description:
Procedure: mastectomy. According to the reporter: the clip applier kept jamming and clips were not forming correctly in the jaws. Clips were also scissoring repeatedly. Also the unit would fire and clips would not come out of the jaws. No unanticipated tissue loss. Clips cut vessels but add'l clips were used to ligate. No extension of the incision. No unanticipated blood loss greater than 500cc. Surgery was extended more than 30 minutes as they had to grab more clip appliers to get correct formation.

Manufacturer narrative:
(B)(4).